Manufacturer narrative:
The company rep was unable to duplicate the reported problem, unit functioned normally. He verified that the batteries were fully charged, tested them in ac and portable mode, both checked out okay. The iabp was tested to factory spec. It functioned normally and was returned to the customer. The company rep spoke with the customer who stated that the clinical educator used the iabp earlier in the day during training and did not have the iabp console fully engaged into the hosp cart before returning to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated two low battery alarms and then the iabp shut off. The customer also stated that they tried to plug the unit into several outlets and they couldn't get the iabp to charge. The pt was switched to another iabp and therapy was continued. No pt injury was reported.